Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number; the international list number is unknown. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2021, the patient experienced difficulty moving the peg tube with stoma site pain and bloody discharge. It was reported that the peg tube could not be mobilized and a buried bumper was suspected. During an endoscopy, a semiburied plate was observed. On (B)(6) 2021, the peg tube was changed without incident as they were able to unearth the internal bumper without the need for surgery.